Event description:
It was reported that, "this patient has also had several revisions in her lifetime." It was not reported what type of medication was being delivered via the device system during the time of the reported event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).